Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to unknown reason. No information about the patient's outcome was provided. Additional information received. The reservoir herniated when the patient lifted a heavy weight. The reservoir was repositioned and the patient is doing well.